Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the low battery alarm due to the button keypad anomaly. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unresponsive keyboard; none of the buttons were responding. The patient's blood glucose at the time of incident is unknown. The patient changed the battery but the keypad anomaly persisted. The insulin pump will be returned for analysis.